Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery life from this insertable cardiac monitor (icm) device had ended earlier than expected and had not met the projected longevity. Due to this reason, an explant procedure was scheduled for this patient in the following weeks. Additional information indicates this icm device was explanted from the patient due to the reported issue. No new icm device was implanted at the time. No adverse patient effects were reported. This icm device has not been returned.

Event description:
It was reported that the battery life from this insertable cardiac monitor (icm) device had ended earlier than expected and had not met the projected longevity. Due to this reason, an explant procedure was scheduled for this patient in the following weeks. Additional information indicates this icm device was explanted from the patient due to the reported issue. No new icm device was implanted at the time. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. Icm device data was downloaded and assessment of it found the device to be depleting prematurely. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis did not identify any relevant findings that could have resulted in the observed premature battery depletion.